Manufacturer narrative:
Depuy cmw states although the testing of the retained samples found the handling time for this batch has lengthened slightly, the cause is likely due to the age of the product (past shelf life). The mechanical properties met the required release specifications. Although the complaint is non-verifiable, osteolysis in the surrounding bone may be a contributing factor. Provided information states osteolysis was found intraoperatively. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised due to loosening of femoral component between cement mantle and cortical bone. Inoperatively noted osteolysis.